Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received for evaluation. The complaint was duplicated. The cause was a damaged remote dose connector. Visual test was performed and found damaged (detach) downstream occlusion (dso) seal, damaged battery compartment, damaged remote dose connector. The dso seal, battery compartment, and remote dose connector were replaced, and functional testing was performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
The customer returned the device stating a broken remote-control connection; during device evaluation it was found that the downstream occlusion (dso) seal was damaged (detached)." No more details provided. It is unknown if there was patient involvement.